Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was unable to be located by the patient. The pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was unable to be located by the patient. The pump was removed and replaced. There were no patient complications.